Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were unresponsive. While priming the insulin pump was squirting insulin from the cannula. The insulin pump had no delivery error and had to reset the insulin pump. The insulin pump had a crack on the top right of the screen and back. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.